Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system would continue tracing after the footswitch was hit to stop trace. The site called technical services (ts) they had the site change the footswitch registration behavior to footswitch only and turned on the 3d patient tracker model for initialization as this is what the site normally used. There was less than an hour delay in the procedure. No impact on patient outcome. Update from manufacturer representative stating that the settings were changed and the issue resolved. The footswitch is behaving as intended.

Manufacturer narrative:
Patient information received. Initial reporter received. The software investigation found that the reported event was not related to a software issue. The described behavior is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system would continue tracing after the footswitch was hit to stop trace. The site called technical services (ts) they had the site change the footswitch registration behavior to footswitch only and turned on the 3d patient tracker model for initialization as this is what the site normally used. There was less than an hour delay in the procedure. No impact on patient outcome.